Event description:
It was reported that the patient was undergoing revision of the right ventricular (rv) lead due to feeling strange sensation while swallowing and less capacity to walk or exercise. During lead revision it was noted that the rv lead was experiencing subclavian crush. The physician elected to explant and replace the rv lead. The patient was stable after the procedure.